Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the graphical user interface (gui) to breath delivery (bd) cable.

Event description:
It was reported that, during patient use, a ventilator generated loss of communication errors. The patient was transferred to another ventilator without harm.